Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. Customer¿s also had blood glucose level of 396 mg/dl. The customer was treated for the high blood glucose with insulin pump. Customer said she gave herself a total of around 50 u and blood glucose came down 70 points. The insulin pump was not returned for analysis. Unomed inf set, frn-unk-rsvr.